Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. Fse ran a test drive and arm 3 functioned as normal. System tested verified and ready for use. No parts were replaced.

Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 3 exhibited floppy movement. The customer clarified that the elbow joint on usm 3 did not feel like it was holding its position. The intuitive surgical inc (isi) technical support engineer (tse) recommended ensuring that the drape was not binding around the usm 3 joint. The customer continued with the procedure. There were no reports of patient injury. Isi followed up with the customer and obtained the following information: the arm always seemed like it was not locked and would just move around.